Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made and there were no more oversensing events. Patient's condition was good.